Event description:
At time of surgery. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and bleeding. No further patient complications were reported.